Event description:
It was reported that the device stuck inside patient's body. The 90% stenosed, 20x3.0mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. During procedure, a rotablator burr became stuck inside the patient's body. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.